Manufacturer narrative:
The patient was on bayaspirin and effient until time of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon but did return for analysis. Deformation was visible throughout the stent, with bunching and overlapping occurring. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded, indicating expansion had occurred. The device returned with a detachment on the hypotube, 1.9cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the transition shaft, between 3-5cm proximal to the gw entry port. Support wire had exited through the transition shaft, 5.1cm proximal from the gw entry port. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the mid to distal right coronary artery exhibiting 75-90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected before removing the protective with no issues identified. There was no resistance noted when removing the protective sheath. Negative prep was performed with no issues noted. The lesion was pre-dilated (25% stenosis remaining after dilation). The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force used during delivery. Post dilation was not performed. It was reported that stent dislodgment occurred during removal following failed delivery. It was described that during delivery of the resolute integrity to the target lesion in the distal right, the device was unable to cross the site where the non-medtronic stents were implanted (8mm length non-medtronic stent) implanted a long time ago in the proximal right and another non-medtronic stent with 23mm length implanted in the mid right. A non-medtronic guideliner catheter were used to back up the delivery, the guideliner itself was unable to cross the shoulder region in the proximal right. Delivery was attempted again by advancing the resolute integrity only, but the device only reached about 1cm short of the target lesion in the distal right. It is reported that the physician tried to withdraw the device to perform dilation using a balloon catheter. However, the device was stuck in the proximal right and could not be retracted. The physician commented that it was because the resolute integrity was caught and entangled with the non-medtronic stents and it could not be moved either by pulling or pushing. It was also reported that considering the presence of infarction in the left coronary artery, the physician avoided further risks and transferred the patient to another hospital where surgical treatment was available. At the other hospital, withdrawal of the stent delivery system was attempted; however, only the delivery catheter was withdrawn and the stent was detached inside the patient¿s body. It was informed that retrieval of the stent was attempted using a snare, but it was unsuccessful. Therefore, after securing the blood flow through the rca by ballooning, it was reported that the stent was left as it was, with part of the stent protruding in the aorta. The procedure was completed with no bypass or other surgical measures. No further intervention was planned. Patient status post-procedure was stable. The patient was kept in as an in-patient in the facility and 10 days post-procedure, the patient died. The stent was surgically extracted after the patient¿s death. The cause of death could not be identified.